Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery cap was not returned. A test battery cap was used for testing purposes. No "lines" were found in the display. The reported issue was not duplicated during testing. Unrelated to the complaint, the display screen was found to be dim and discolored. Also unrelated to the complaint, the battery compartment was found to be cracked and the contrast, up and down arrow keypad buttons was found to be intermittently responsive. The ok button was found to be responsive to user input. The keypad was found to be intact with no signs of peeling. The keypad cover was removed; contamination was found under the contrast, up and down key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).